Event description:
It was reported that during the use of the device for a non-clinical activity, the bracket that holds the transducer to the heart lung machine cart was broken. The user facility's perfusionist requested their biomedical engineer (biomed) to tighten the bracket so it would not move. When the bracket was tightened by the biomed, it broke. There was no pt involvement.

Manufacturer narrative:
Eval is in progress, but not yet concluded.